Event description:
It was reported that the patient presented for an implant procedure. While implanting the right ventricular (rv) lead, it was noted that the lead exhibited loss of capture and high capture threshold. The lead was attempted to be retracted and it was noted that the helix exhibited failure to retract and a break. The lead was not used and a new lead was implanted.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix stretched consistent with procedural damage and clogged with blood/tissue. X-ray examination of the inner coil found no anomalies that would have contributed to the helix issues reported in the field. Electrical testing was normal but test for hi-pot failed at the helix assembly region due to procedural damage. The cause of the reported events of helix mechanism issue and helix damage was due to helix being stretched consistent with procedural damage and clogged with blood/tissue.